Manufacturer narrative:
The evaluation of the explanted lvad pump confirmed the presence of thrombus inside the pump. The proximal side of the rotor revealed a dark red deposition. The deposition was consistent with denatured blood and had laminated layers, which are indications that it likely developed over a period of time while the pump was in operation. However, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed white/red, soft deposition. The deposition was loosely seated. It is possible that this deposition originated from the inlet stator deposition and tore off. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. Although a cause for the formation of the depositions could not conclusively be determined through this evaluation, their presence could have contributed to the patient¿s elevated lactate dehydrogenase levels and hemolysis. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that were comparable to what was recorded during the manufacturing process; the device functioned as intended. The instructions for use lists thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a lactate dehydrogenase level of 2000 u/l, hematuria and heart failure symptoms. The patient was hospitalized and started on a heparin drip in addition to coumadin and aspirin. The patient's partial thromboplastin time (ptt) was reported to be therapeutic. The patient was administered unspecified inotropes for the heart failure symptoms. The patient underwent a pump exchange on (B)(6) 2015 for suspected device thrombosis.